Event description:
MFR received a report from a dealer stating that the chair was not working and needed service. The dealer alleges when the dealer opened the battery box, the dealer found the fuse melted inside. No injury was reported or alleged.